Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had occlusion due to this set. The customer¿s blood glucose was 10 mmol/l. No further troubleshooting was performed. The reservoir will not be returned for analysis.